Event description:
During the preparation of the device a piece of plastic tubing came out from inside the catheter. The physician was prepping the diagnostic catheter and loaded the guide wire into the tip and the piece of plastic tubing came out of the catheter and landed on the sterile field. The physician commented and expressed concern about the foreign material.